Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The lever was opened and the foot deployed. The lever was then re-closed and the foot was completely retracted into the guide with no anomalies noted. The reported failure to achieve hemostasis, difficulty to remove the closure device and foot retraction problem were not confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of similar incidents of the complaint history of the difficulty to remove the closure device and foot retraction problem incidents reported for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Per instructions for use under indications states the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was achieved in the left common femoral artery using the preclose technique prior to an thrombus aspiration procedure. The arteriotomy was 6fr and during the interventional procedure the sheath was upsized to a 9fr and 10fr sheath. Reportedly, the sutures were deployed; however, resistance was felt when retracting the foot and the device was removed against resistance with the foot in the open position. The foot was removed in the open position damaging the vessel wall causing "oozing" and manual compression was applied. Hemostasis was achieved with the pre-placed sutures of the proglide device. A 6cm hematoma was observed following the procedure which was treated with the manual compression and ultrasonic control. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.